Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted surgical procedure caller reported error 1162-point universal surgical manipulator(usm)1. Technical support engineer (tse) checked the logs, error verified by customer, but system was not onsite. Tse asked the caller to reboot the patient side cart (psc) with emergency power off (epo) but problem was still the same. Usm1 needs to be replaced. The customer did not proceed with the 3-arm robotic operation and decided to wait for the fse service. There was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.